Event description:
It was reported the device did not detect an episode of ventricular tachycardia due to the programming of the onset feature of the device. The onset feature has been programmed off and no episodes have been recorded since then. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk review found no anomalies.